Manufacturer narrative:
A1: the beckman coulter internal identifier is (B)(4). The exact number of patients involved was not specified. A2, a3, a4 and a5: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: a beckman coulter fse (field service engineer) was dispatched to the customer site to perform troubleshooting on 13 feb 2024. The fse replaced multiple hardware that included buffer valves and solenoid valve. Ise quality control (qc) failed. The fse returned to customer' site the day after and found a faulty ref electrode and deteriorated tubing. The fse replaced the ref electrode, mid standard bottle tubing, ref bottle tubing and buffer bottle tubing. On 16 feb 2024, the fse returned and found the cuvette wash unit (fb) dripping during operation and ise qc low on cell 2. The fse replaced fb wash head for glass in nozzles, detergent valves for dripping and vacuum pumps for weak vacuum. System performance verified by rack, rest, replace, calibration and selectivity check quality control. In conclusion, due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event.

Event description:
On 13 feb 2024, the customer reported having erroneous low patient results for ise (ion selective electrolyte) which includes na (sodium), k (potassium), cl (chloride) on their au5800 chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. No erroneous patient results were reported outside the lab. The customer did not provide details of the erroneous patient results to beckman coulter for evaluation. A beckman coulter fse (field service engineer) was dispatched to the customer site to perform troubleshooting on 13 feb 2024.